Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presenting to clinic for routine follow-up was asymptomatic. The device was interrogated and the message, "erroneous parameters detected," was observed. The device was reprogrammed to nominal settings as prompted by the user interface. A routine follow-up was performed and device reprogrammed. Patient will be monitored with routine follow-up.